Manufacturer narrative:
UDI (di): (B)(4).

Event description:
The patient was implanted with 2 leads (from the same lot) as part of her drg system. It was reported the patient experienced ineffective therapy. The patient indicated when she increased amplitude she experienced uncomfortable motor stimulation. Diagnostics indicated impedance readings within acceptable ranges. X-rays were taken and no anomalies were identified. Surgical intervention was undertaken and the patient's system was explanted and replaced.